Manufacturer narrative:
Trackwise - (B)(4). The device was returned to the factory for evaluation on 11/04/2025. An investigation was conducted on 11/05/2025. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. There were no visual defects observed on the intact heater wire. There were no visual defects observed on clear intact hot silicone jaw insulation. There were no visual defects observed on the clear intact silicone insulation on the cold jaw. Based on the returned condition of the device as well as the evaluation results, the reported failure "peeled; delaminated; jaw" was not confirmed. The lot # 3000506282 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
The hospital reported that the silicone of vasoview hemopro 2 peeled partially off jaw. The silicone is still attached. Patient was in the room but there was no patient harm. No added incisions or time. Opened new kit to finish case. The incident occurred before procedure.